Event description:
The account alleged that the bed was moving the head section and foot in/out on its own.

Manufacturer narrative:
The technician cannot duplicate the alleged malfunction. There are no error codes.